Event description:
The facility reported a fast flow that occurred during patient use. There was no patient injury or medical intervention required. The contents were 220 ml of 50fu, unk concentration, and normal saline. The specific duration of the infusion was 11 hours total. No additional information.

Manufacturer narrative:
A follow up-report will be submitted should any further information become available or if the batch review reveals any aberrances related to this report.